Manufacturer narrative:
(B)(4).

Event description:
Customer reported damaged oxygen sensor. No patient involvement reported. Customer replaced the oxygen sensor, which resolved the customer reported issue. Covidien was not authorized to service the device.